Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? Please provide your age, body weight and height at the time of this surgical procedure if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information.

Event description:
It was reported that the patient underwent an unknown vaginal procedure in 2008 and the mesh was implanted. Following the procedure, the patient experienced many infections and was treated with antibiotics frequently. The patient experienced pain and, during bathing, felt like something was coming out. Over the last two years, the patient has been experiencing bowel problems with fecal incontinence, pain, and irritation. She used tissues and vaseline with little relief. The patient reported that her bowel control problems are affecting her life. Additional information has been requested.